Manufacturer narrative:
(B)(4). Patient said she took cephalexin for 5 days as it was thought she had an infection. The redness, pain and swelling resolved after one week but the nodule remained. The device history record review for reported lot number was conducted. No non-conformances were discovered that would have contributed to this event.

Event description:
Patient who is also a rn at the office, was injected on (B)(6) 2015 with 1.0 cc of radiesse from a 1.5cc syringe. Patient said she developed swelling to the hand a couple of hours post injection. But later also developed redness, pain and a nodule to the left hand.